Manufacturer narrative:
The reported field event of high pacing lead impedance measurements was verified via review of the device image. The device was tested on the bench and using automated test equipment and passed all tests. No device anomaly was observed. The cause of the high pacing lead impedance was not determined.

Event description:
It was reported that a patient presented in clinic due to high ventricular lead impedance via merlin.net. No noise was observed. The high pli value was not reproducible. The physician decided to explant the device in case of header connection problem. The pace/sense portion of competitor rv lead was also capped. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.